Event description:
It was reported that the pump had alarmed with a "no disposable, clamp tubing" message. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The pump had been set at a rate of 2.4 ml/hr, with a total volume of 55.3 ml and 24.7 ml administered. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.